Event description:
A us distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 172 bpm contributed to the false detection. A review of the downloaded patient flag data revealed that the response buttons were pressed following the treatment. The patient did not seek medical attention and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture data and usage of device: monitor (B)(4): 04/2014 - reuse. Electrode belt (B)(4): 04/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) ((B)(6) per patient-month with (B)(6) confidence). (B)(6).